Manufacturer narrative:
Analysis found the unit with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in history file. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Analysis was unable to perform the excessive no delivery alarm due to the constant motor error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 290 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.